Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in overdischarge. The patient had difficulty recharging the device regularly and it had been taking them 5 hours to charge. It was noted that the recharging belt was broken. It was also noted that the patient had not been getting sufficient pain relief and that they had several areas of pain that had worsened over the years. The ins was replaced on (B)(6) 2018 and the issue was resolved. No further complications were reported.